Event description:
It was reported that during preventive maintenance by getinge field service engineer, it was detected by the getinge field service engineer that the cardiosave intra-aortic balloon pump (iabp) unit had a leak in the drive manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the tests prior to carrying out preventive maintenance, it was detected by the getinge field service engineer that the cardiosave intra-aortic balloon pump (iabp) unit had a leak in the drive manifold. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: d10 a getinge field service engineer evaluated the unit and in order to fix the issue fse replaced of drive manifold and verification of correct operation of the equipment.

Event description:
N/a